Manufacturer narrative:
Qn#(B)(6) complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and a potential finding was identified. As no sample was returned for investigation, it could not be determined if the finding was relevant. The IFU provided with the kit informs the user , "insert entire length of dilator through hemostasis valve into sheath pressing hub of dilator firmly into hub of hemostasis valve/side port assembly. Place assembly on sterile field awaiting final sheath placement." The IFU also states, "do not apply excessive force in removing guide wire, dilator or sheath. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested". The lidstock artwork indicates that the sheath involved with this kit should be used in tandem with 7-7.5 fr catheters. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " difficulties with inserting bioptome through cordis due to sticking and not smooth. Squeaking noise noted during bioptome insertion. Doctor felt resistance with feeding the bioptome through the introducer as well as resistance with feeing the wire into the sheath." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported " difficulties with inserting bioptome through cordis due to sticking and not smooth. Squeaking noise noted during bioptome insertion. Doctor felt resistance with feeding the bioptome through the introducer as well as resistance with feeing the wire into the sheath." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".